Event description:
It was reported that at the implant procedure, the lead has high impedance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Electrical resistance and cross continuity test results were within specification. No anomalies were found. (B)(4).